Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that while in use on a patient, the external pulse generator (epg) despite having had its rate set at 40 bpm and it jumped to 109 bpm. Technical services (ts) explained to the biomedical engineer (be) the reason for the jump in the rate; the epg was operating as designed due to the feature of atrial tracking was on by default, which initiated the upper tracking rate. The be was to test the device and return it to service. The epg remains in use. No patient complications have been reported as a result of this event.